Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2012, the patient underwent a spinal fusion surgery (anterior lumbar interbody fusion and posterior lumbar fusion surgery) on the lumbar region of her spine from vertebrae l3 to l5. Reportedly, during the surgery, select parts of rhbmp-2 (i.e. Only the rhbmp-2 and collagen sponge) were used in the patient from a posterior approach. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., along the lateral aspect of the spine). As reported, the patient's post-operative period had been marked by chronic lower back pain, neuropathy, numbness in her right leg, and swelling throughout entire body. Reportedly, she requires use of a power wheelchair for ambulation and needs daily assistance with everyday tasks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease at l3-l4, l4-l5 and underwent the following procedures: anterior lumbarinterbody fusion, l3-l4. Anterior lumbar interbody fusion, l4-l5. Placement of peek interbody spacer device, l3-l4. Placement of peek interbody spacer device, l4-l5. Application of anterior plate screw constructs, l3-l4. Application of anterior titanium plate screw constructs, l4-l5. Anterior iliac crest bone graft harvest through a separate incision. Posterior spinal fusion with instrumentation l3-l4 and l4-l5 through intertransverse technique. Allograft bone graft harvest through a separate incision. As per op-notes,¿ needle markers were placed at l3-l4, l4-l5 subsequently beginning at the l4-l5 level a scalpel followed by a eleva tor, followed by a series of curettes and pituitary rongeurs utilized to remove the disk material. After resection of the disk material I then utilized a series of trial sizers, identified appropriate trial spacer. Subsequently, bone rasp was used to assist with preparing the implant surface. Subsequently, the morcellized cancellous autograft obtained from the anterior approach was then placed within the peek interbody spacer device in addition to rh-bmp ii. Subsequently, the peek interbody spacer device was placed in the l4-l5 disk space, followed by application of anterior titanium plate screw construct with 20 mm screws. After this was completed, the patient's l3-l4 disk space was identified and incised and the disk material was resected in the same manner. After resection of the disk material a series of trial spacers were then utilized and appropriate trial spacer was identified. The peek interbody spacer device was then placed in the l4-l5 disk space after filling the spacer with rh-bmp ii, in addition to the autologous cancellous graft. This was then placed in position and 20 mm screws were attached to a titanium plate along the anterior aspect of the spine.¿ the patient tolerated the procedure well without any intraoperative complications.